Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. It is possible the device encountered physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following additional issues were found: the acoustic lens showed a deep scratch down to the adhesive layer; the device did not meet with electrical insulation resistance specifications because of a chip on the acoustic lens; and the objective lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the loaner return process. During routine inspection of the device by olympus, the probe showed a deep cut on the probe unit under the probe coating. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.